Event description:
The customer reported that the vertical column will not go up or down intermittently. The customer has to push the up and down switch several times to get system to go up or down.

Manufacturer narrative:
The ge service rep replaced the power supply.